Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) levels and was experiencing elevated power. There was concern for possible thrombus. The log file did not contain any unusual events.

Manufacturer narrative:
Section a: patient information was requested but not provided. Manufacturer's investigation conclusion: a specific cause for the reported elevated ldh and pump power elevations, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The submitted controller and lvad log files captured no abnormal events. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. Multiple attempts to gather additional information was attempted; however, none was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 6 also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 17jul2019. No further information was provided. The manufacturer is closing the file on this event.